Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer experienced a blood glucose (bg) level in the 500's mg/dl range and moderate levels of ketones. Bg level was addressed by administering manual injections. Tandem technical support educated the customer in occlusion alarms.